Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/10/2015. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient a patient underwent an umbilical hernia repair procedure on (B)(6) 2015 and suture was used to close the umbilical defect prior to placing the mesh. Seven months post operatively, the patient presented to the office complaining of a recurrent lump at the previous site. The patient underwent a reoperation on (B)(6) 2015 for a recurrent hernia. The suture appeared broken during the reoperation. Currently, the patient is doing well.

Manufacturer narrative:
It was reported that during hernia closure, sutures were passed through each side of the native fascia using the goretex suture passer and once all sutures were in place, abdomen was completely desufflated and sutures were tied. Then abdomen was re-insufflated. The doctor opined that due to all of adhesions, it is hard to tell if sutures were intact and tissue was torn from suture line. (B)(4).